Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery, the needle broke inside the patient. The fragment could be retrieved from the patient. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. This line was created for the scorpion handpiece that was used with the reported needle.